Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 33 mmol/l and current blood glucose level was 33 mmol/l. Customer other relevant blood glucose level was 21 mmol/l. Customer did not experience any symptoms related to high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer not alleging that the insulin pump was under delivering. The device will not be returned for analysis.